Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the right-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional evaluation was performed using the saw wing fixture. The assessment found that the right-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface right would contribute to a device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design and has been escalated to CAPA.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device (right) displayed two ¿sawcti318¿ error codes along with two service saw messages on the screen. The reporter stated that the device did not become unclasped, unplugged, or handled when the error application-terminating error(s) occurred. During an in-house engineering evaluation, it was determined that the sasi clamp was loose. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.